Manufacturer narrative:
Unique identifier (UDI)#: (B)(4).

Event description:
The customer stated they had received discrepant ise indirect na, k, cl for gen.2 for two patient samples on the cobas 6000 c (501) module. For patient 1 the initial na result was 126 mmol/l and the repeat result was 139 mmol/l. The initial k result was 3.80 and the repeat result was 4.65 mmol/l. The initial cl result was 113.3 mmol/l and the repeat result was 99.1 mmol/l. On (B)(6) 2017 patient 2 male, (B)(6) the initial na result was 107 mmol/l and the repeat result was 142 mmol/l. The initial cl result was 146 mmol/l and the repeat result was 101.9 mmol/l. The repeat testing was performed on the same c501 module. The repeat results were believed to be correct. The erroneous results were not reported outside the laboratory and there were no adverse events. The na, cl, k electrode lot numbers and expiration dates were requested but not provided. The customer stated the erroneous results may have been caused by a compromised sample. Although everything appeared functional the field service engineer cleaned out the flow path with ise cleaner and hot distilled water. He replaced the tubing and electrodes. He conditioned the electrodes. The calibration, quality control and precision tests were successful.

Manufacturer narrative:
A specific root cause could not be identified. The field service engineer performed service actions that are seen as general maintenance measures. The instrument works according to specifications after the field service engineer visit. The investigation found the possible root causes could be air in the sample channel, leakage current coming from the waste, or an old or expired reference electrode.